Event description:
Per the clinic, the patient developed an infection exposing 1 cm of electrode array through the skin. Subsequently, the patient underwent a surgical procedure on (B)(6) 2025 to removed the exposed portion of the device under local anesthesia. The patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, a wound blister was observed on (B)(6) 2024, and the patient was subsequently treated with topical ointment (specific type, date and duration not reported). The patient also has a pre-existing otitis media. The electrode was reportedly fully inserted and the electrode array placement was fine. The device was eventually explanted on (B)(6) 2025, under local anaesthesia.